Event description:
This spontaneous case was received on (B)(6) 2011, by aesthetic physician, via company medical manager. This case involves a (B)(6) year-old female pt, treated more than one year before reporting with poly-l-lactic acid (sculptra) as an aesthetic treatment by injecting in the upper lip (batch number, dilution, injection technique and frequency not reported). An unspecified time later on, the pt developed a nodule in her upper lip in the area where she received the treatment. A surgical excision was made on unspecified date. Indeed, some residues of poly-l-lactic acid were still visible in that area. It has been reported that the pt is complaining that the residue looks like "labial herpes" and this is disturbing the pt. In physician opinion, the residues of product in the lip area couldn't be considered as a permanent injury. A ptc has been created with number: (B)(4).